Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with panel connection lost. No patient involved.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the reported issue could be confirmed. The device alarmed with "panel connection lost" on the day of the event. It is important to emphasize that no patient was involved at the time the alarm occurred. The "panel connection lost" alarm indicates that communication between the interaction panel and the ventilator unit is interrupted. The root cause was identified as a defective vu esm, which was subsequently replaced. Following the replacement, the device functioned as intended. Hamilton medical considers this case closed.